Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes screw loosening, and is considered a similar complaint. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Without the returned product, the event and the alleged device malfunction cannot be verified. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: device expiration is n/a. D4: (B)(4). G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up" h2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative. The following sections have been corrected: a3: patient's gender. A4: patient's weight.

Manufacturer narrative:
(B)(4). Patient information not provided/unknown. (B)(4). Device still implanted.

Event description:
It was reported that the abutment (hla3g) loosened. The doctor tightened the screw.